Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with pump was not delivering enough insulin which resulted in high blood glucose level upto 560. The patient was hospitalized on (B)(6) 2024 at 04:00 a.m. And stayed for 4 days. On (B)(6) 2024, the patient had high blood glucose level all the day over 400. No further information available.